Manufacturer narrative:
(B)(4). Method: the complaint rt125 infant bias flow breathing circuit, was returned to (B)(4) in (B)(4) for investigation where it was pressure tested and submerged in a water bath to test for leaks. Results: a pressure test revealed that the circuit was outside of specification. A waterbath test showed that the location of the leak was at the swivel duckbill. Conclusion: we are unable to determine what may have caused the reported complaint. All rt125 infant breathing circuits are visually inspected and pressure and flow tested prior to distribution, and those that fail are rejected. The subject rt125 infant breathing circuits would have met the required specifications at the time of production. This suggests the leak occurred post production. The user instructions that accompany the rt125 infant bias flow breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(4) reported via a distributor that the rt125 infant bias flow breathing circuit did not pass the initial leak test of the ventilator when checked before use. The medical engineer noticed the air leak was at the duck bill. No patient consequence was reported.